Event description:
On (B)(6), 2010 the patient underwent a transforaminal lumbar interbody fusion at levels l4-s1 using rhbmp-2/acs and crescent cages. Bmp was implanted outside of the cages. The patient¿s post-operative period was marked by new posterior left back pain that travelled down to the ankle. The pain could be felt when sitting and was exacerbated by walking. The patient¿s post-op period was also marked by a burning sensation on the left side of her back, worsened by a light touch, and by radiating left buttock pain. Imaging studies reportedly showed that the patient had developed uncontrolled bone growth at levels l4-s1 where bmp was implanted, and a resulting left lateral subchondral cyst at levels l4-l5 impinging the exiting l4 nerve root. The patient has undergone numerous treatments and procedures including, but not limited to, epidural injections, nerve blocks, and rhizotomy to try and decrease the pain, but has only received temporary relief.

Event description:
It was reported that the patient underwent interbody and posterolateral fusion l2-s1 using titanium cages, posterior instrumentation, rhbmp-2/acs, and iliac crest bone marrow aspirate. There were no noted complications. The patient was discharged on (B)(6) 2010. Per the discharge notes, "her leg pain improved after surgery, compared to preoperatively. She was still having considerable back pain, but again was controlled with oral medications." At 19 days post-op, x-rays of the lumbar spine indicated "hardware in place without evidence of complication." At 110 days post-op, x-rays of the lumbar spine indicated "alignment of the pedicle screws is normal. A bony posterior fusion mass is present- stable." At 166 days post-op, x-rays of the lumbar spine indicated "stable post surgical changes." At 178 days post-op, the patient presented for 6-month follow up. Per the physician's notes, "[patient] is slowly progressing. She is reporting 25% improvement in her symptoms, but she is having some new symptoms. She is starting to get some pain that travels from the back of her leg down into the ankle. It is worse with walking. Sometimes she feels when she is sitting. She also has a burning sensation in the left side of her back. This is worse with even light touch." The patient was diagnosed with left greater trochanteric bursitis, and received a steroid injection into the left hip. At 189 days post-op, the patient presented with low back pain. An MRI of the lumbar spine indicated "post operative changes with susceptibility artifact. No spinal canal or foraminal narrowing is noted." At 234 days post-op, the patient presented for an office visit. Per the physician's notes, "she overall is doing reasonably well. She has been weaning off the pain medicine, but unfortunately she had a fall a couple of days ago and now her back is really painful. It is primarily in the low of the back radiating into the left buttocks. She denies any radiculopathy past that area." At 248 days post-op, a CT scan of the lumbar spine indicated "status post unroofing laminectomies from l3 through l5 with posterior fusion extending from l2 through s1. Small left lateral cyst at l4-5 minimally impinges the exiting nerve root. Marked posterior element hypertrophy on the right at l5 minimally narrows the right lateral recess. Mild bony hypertrophy left laterally at l5-s1 minimally narrows the foraminal entrance and may impinge the exiting left l5 nerve. Mild broad-based protrusion at l3-l4. At 327 days post-op, an x-ray of the lumbar spine indicated "status post l2-s1 posterior lumbar fusion. Stable alignment as compared to the prior exams." A bone density assessment indicated "the patient has osteopenia as determined by who criteria." At 350 days post-op, the patient presented for follow up. Per the physician's notes, "she continues to have a burning pain in her back" it was not radiating into the legs, very occasionally radiating into the buttocks. "She has been getting injections, including si joint injections and facet injections without any long-term relief." Her x-rays - show a pedicle screw instrumentation from l2 to s1. No evidence of loosening of the pedicle screws. There is bony fusion material seen in the lateral gutters. There is good maintenance of the lumbar lordosis. No fractures are seen. No hardware malfunction. "She is disappointed that the surgery did not get rid of all of her back pain. I explained to her that this is never a realistic expectation." However, she has gotten good relief of her leg pain, which is one of the primary reasons we did surgery "she will continue with pain management." At 466 days post-op, the patient underwent bilateral l3-l4, l4-l5 and l5-s1 facet joint injections under fluoroscopic guidance. There were no noted complications. At 661 days post-op, the patient presented with chronic low back pain and left leg pain. An MRI of the lumbar spine indicated "post laminectomy and fusion from l2 through s1. There does appear to be a subchondral cyst on the left at the l4-l5 level which may be minimally impinging on the left l4 root. There is no significant central stenosis, acute, or recurrent disc herniation at any level."

Manufacturer narrative:
Catalog # 7510800, lot # was also implanted. (B)(6). (B)(4). A review of imaging studies found as follows: (B)(6) 2009 MRI lumbar sagittal view t2 shows disc narrowing l2, l3, l4 and l5 with bulge and hiz (hyperintense zone) consistent with history of annular tear at l4. Axial t2 shows similar bulge at l4 centrally and to a lesser extent at l5. No significant canal or foraminal narrowing is appreciated. (B)(6) 2009 xr lumbar spine ap view shows mild scoliosis approximately 15 degrees apex l3 left, 15-degree apex t10 right. Degenerative disc space narrowing is seen most pronounced at l3. Lateral view shows good maintenance of lordosis. Disc space narrowing is seen as documented on MRI. (B)(6) 2010 MRI lumbar minimal interval change from 2009. Disc space narrowing slightly more extensive with clear bulging into the canal from l2 down. Conus is present at l1. L5 disc is more protruded. Axial view shows left sided subannular protrusion with dorsal displacement of the s1 root approximately 3mm. Root distribution within the dural sac normal. Facet joints normal. (B)(6) 2010 lumbar spine ap and lateral views document fusion with segmental pedicle screws, open technique l2-l3-l4-l5-s1. Titanium boomerang devices are present at l4 and l5. Cross-link noted between l5 and s1 screws. Rods are well contoured to recreate lumbar lordosis. Screw position appears appropriate. (B)(6) 2010 lumbar spine ap and lateral views are again seen. No interval change is noted from the films taken (B)(6) 2010. (B)(6) 2010 lumbar spine same construct is again seen l2 to s1. Wider view allows evaluation of hip joints and sacroiliac joints, which appear normal. (B)(6) 2010 MRI lumbar interval fusion l2-l3-l4-l5-s1 with pedicle screws and interbody spacers at l4 and l5. Left side entry boomerang device extends across midline. There is abundant bone resorption anterior to the device in the inferior endplate of l5 as well as directly posterior to the boomerang at l5. This does not appear to create nerve compression. No heterotopic bone is seen to compress neural elements. Metal artifact makes evaluation of screw placement difficult on axial views. Cannot verify s1 screws do not violate medial wall of s1 pedicles. (B)(6) 2010 CT lumbar construct is again seen without significant changes. There is a great deal of metal artifact associated with the two titanium spacers, which makes evaluation of the neurological axis impossible. There appears to be a small cyst behind each boomerang at their insertion point into the disc. Nerve compression appears to be absent but this cannot be verified. (B)(6) 2011 lumbar spine ap, lateral and left/right oblique views are obtained. They show adequate placement of screws. No complications are evident regarding screw loosening or breakage. Spacers appear to be well maintained. (B)(6) 2012 lumbar myelogram construct remains in place. Contrast column appears intact. No significant stenosis is appreciated. Segmental instrumentation is again seen l2 to the sacrum with titanium boomerang spacers at l4 and l5. Rod and screw position are unchanged. (B)(6) 2012 CT lumbar post myelogram CT shows dye column, which is still considerably distorted by metal artifact. No clear nerve compression is seen. The device was not to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.